Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204: belt/monitor unusable) has been confirmed. Upon investigation trunk cable connector j702 on the distribution node pca was corroded, causing the service code. The root cause for the corroded connector could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing service code 204: belt/monitor unusable.